Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the output connector assembly was broken. Analysis also noted that the hanger assembly was broken, the upper case was broken, the battery drawer was noted to stick during initial inspection, main seal was pinched, the display wire was pinched with wire insulation exposed and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned into service subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.